Event description:
Two skulls pins were inserted through the anterior sliders of the crown. When they tried to retract the pins slightly, they got caught in the threads and could not be removed. Surgeon used another crown to complete the case.